Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor 3mh006ckhe8 has been returned and investigated. Sensor plug was properly seated and no physical damage was observed on the sensor patch. Observed corrosion through the sensor case caused by liquid ingress. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with event code 21 (indicating brownout reset). An extended investigation was also performed on the returned sensor and no issue was observed. Attempted to perform a linearity test and revealed that the returned puck had been terminated due to a dead battery. The sensor puck was de-cased, and contamination was found. The battery was replaced with a known good battery and attempted to activate the returned puck but was unsuccessful. Removed as much corrosion as possible from the battery, cleaning the corrosion from the battery contacts allowed the accuracy test to be performed. A linearity test was able to be performed and the test results were within specification. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of the death, serious injury, or mistreatment associated with this event.